Event description:
On (B)(6) 2013, it was reported that the menu button on the patient's infusion device was not functioning. The patient also stated that the rubber covering of the button was damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the menu button is damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The buttons were tested successfully and the functionality fulfill the product specification. The problem mentioned by the customer is related to careless handling of the product.